Event description:
During an in clinic follow-up, the device was unable to communicate via rf telemetry. Technical support was contacted and a firmware download was performed to resolve the event. The patient was in stable condition.